Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic colectomy, the cartridge was broken off at the 3rd firing during side to side anastomosis between colon. There was no feedback that the device clamped hard object such as forceps but there was a possibility that the cartridge was broken by clamping allis forceps. The cartridge color was blue. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.